Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 27. On 2026-04-17, non-osseointegration was verified. The device was forwarded to the manuf(B)(6) 2026acturer. At the event the patient experienced: mobility. No further patient complications were reported.